Manufacturer narrative:
Additional information in b5 section and d9.

Event description:
An updated received on 08feb2023 stated it was determined that there wasn¿t an issue with the pumps themselves, rather issues with the messages sent into epic software.

Event description:
The event involved a plum 360 infusion pump. It was reported that during infusion there was a discrepancy between the volume reported to epic and the volume showing as infused on the pumps. Nurse stated they didn¿t have specific volumes or examples, but it is maybe only a few milliliters and it¿s not clinically significant except for in cases of neonatal use, which would be clinically significant. The nurse stated the pump was infusing using the integrated workflow with auto pump programming. Within epic, they have two activities for suggested infused volumes; the volume calculator and the infusion verify activities. These two activities displayed different infused amounts for the 0200-0300 hour. The end user engaged epic, who are still investigating, but they believe the volume calculator was displaying accurately what the pump was sending but this is not congruent with what the nurse and system says was the running rate. The event occurred during infusion and the issue was during the 0200-0300 hour. Epic reported all pumps in question were offline at some point between 01:47 and 02:07. The nurse caught the volume discrepancies and stated the pump was infusing using the integrated workflow with auto pump programming. Within epic, they have two activities for suggested infused volumes; the volume calculator and the infusion verify activities. These two activities displayed different infused amounts for the 0200-0300 hour. There was no report of patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.